Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct during an ercp procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the lithotripter basket was advanced inside the scope and into patient¿s common bile duct. An attempt was made to capture the stone however, the handle broke and the basket was unable to capture the stone. The device was successfully removed from the patient. A bsc stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.